Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was put through the latch lock test, and it was found that the latch lock sensor failed. The cause of the customer reported problem was the failed latch lock sensor. After investigation the results indicated a reportable malfunction due to the failed latch lock sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock sensors, and the pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the cassette lock function not working, and during physical inspection it was found that the latch lock sensor failed. After investigation the results indicated a reportable malfunction due to the failed latch lock sensor. The event happened during testing, and there was no patient involvement.